Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the t-connector cracked on the neonatal intensive [nicu] care unit. The crack occurred during a PICC line t-connector change out - the t-connector cracked during sterile cap change. The alaris lvp was infusing d12.5 1/2ns +10meq/l kcl+ 0.5unit/ml heparin. No hemostats were used during the change out. This did not impact the patient.